Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for analysis with complaint of "cassette not attached" error. Log events were reviewed and there are no errors related to the complaint. There were no services previously reported. Visual and functional testing was performed. Complaint was confirmed. Device failed downstream occlusion test and upstream occlusion sensor test. The dso sensor was found to be defective and was replaced. Device passed testing post repair.